Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that after the total hip revision with the surgeon. The instruments were washed and re-assembled to their carriers. They noticed that the black plastic sleeve that is supposed to be attached to the tip of the pronged stem stabilizer was missing. Because of its color and size and that no one in the case mentioned it was found in the wound, it may have come off in the washer/sterilizer. However reporting that it was not recovered from the patient because we never have found it. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that after the total hip revision with the surgeon. The instruments were washed and re-assembled to their carriers. They noticed that the black plastic sleeve that is supposed to be attached to the tip of the pronged stem stabilizer was missing. Because of its color and size and that no one in the case mentioned it was found in the wound, it may have come off in the washer/sterilizer. However reporting that it was not recovered from the patient because we never have found it.